Manufacturer narrative:
(B)(4). There is no documentation in the medical record supporting a possible association between the fresenius dialysis products and the events of peritonitis, diverticulitis, hernia, and pneumoperitoneum. However, there is a probable association between breaking the sterile pathway of pd therapy and peritonitis. Also, there is a probable association between the patient¿s co-morbid disease of diverticulitis and the event of peritonitis. The event of pneumoperitoneum is benign, non-serious, will be reabsorbed, and is usually the result of incorrect dialysis technique.

Event description:
On (B)(6) 2016, the patient experienced a pneumoperitoneum while performing ccpd therapy, presented to a hospital¿s emergency department, was presumptively diagnosed with diverticulitis via CT scan, and initiated on flagyl (metronidazole) and cipro (ciprofloxacin); dose regimens and routes not reported. The patient¿s nephrologist reported that the pneumoperitoneum was due to a malfunctioning cycler. On (B)(6) 2016, he patient presented to a hospital¿s emergency department with diffuse abdominal pain and a nonfunctioning pd catheter, pd fluid was cultured, the patient was diagnosed with staphylococcus aureus peritonitis, and the patient was admitted. On (B)(6) 2016, the patient presented to the operating room, was intubated with general anesthesia, was administered rocephin (ceftriaxone) 1gm intravenous (IV) route, and underwent laparoscopic de-clotting and repositioning of her nonfunctioning pd catheter, a small umbilical hernia was noted and the surgeon elected not perform a herniorrhaphy. Post laparoscopic repositioning, multiple adhesion lyses, and de-clotting, the surgeon infused 1.5l of heparinized saline into the abdomen via the pd catheter which yielded a successful return of fluid. During the admission on (B)(6) 2016, physical examination revealed an unreducible umbilical hernia, and a CT scan showed no evidence of incarceration. On (B)(6) 2016, the patient was discharged from the hospital to home and prescribed 2gm vancomycin twice weekly via ip route for three weeks. The patient¿s pd nurse stated that the episode of peritonitis was due to touch contamination, where the patient did not practice aseptic technique and broke the sterile field during treatment. As of (B)(6) 2016, the patient underwent successful renal transplantation, the patient was discharged from the pd clinic, the patient discontinued renal replacement therapy, it is unknown if the patient completed their prescribed vancomycin therapy, it is unknown if the events of umbilical hernia, pneumoperitoneum, diverticulitis, and peritonitis have resolved.

Manufacturer narrative:
External, visual inspection of the returned cycler exterior showed no signs of any physical damage. The heater tray/scale was not obstructed. A simulated treatment was performed and completed without any alarms or problems occurring. The valve actuation test passed. The system air leak test passed. The patient sensor calibration check passed. The internal, visual inspection of the received cycler unit encountered spider webs, indicating infestation. There were no indications of fluid or dried fluid within the cycler. The cycler was scrapped. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient's pd nurse reported the patient¿s cycler put air into the patient¿s peritoneum and the patient was subsequently hospitalized. Additional information obtained in follow-up with the patient¿s pd nurse indicated the pd catheter was removed on (B)(6) 2016 as it was non-functioning and replaced. Also, the patient was diagnosed with peritonitis. The patient was discharged on (B)(6) 2016.